Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified de novo right coronary artery (rca). A 014 ht turntrac guide wire was advanced and the lesion was pre-dilated with a non-abbott balloon. Balloon was removed and a non-abbott stent was attempted to advance, but resistance was reported with the guide wire. The entire system was removed including the guide wire due to resistance with the stent delivery system. It was noted that the coils of the guide wire had detached, but still remained on the guide wire. And wrinkling of the coils would not allow the advancement of the non-abbott stent. Another unspecified guide wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Visual and dimensional inspections were performed on the returned guide wire, and the reported break, separation and material deformation were confirmed. The reported difficulty to advance and remove were unable to be confirmed due to the returned condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use. The investigation determined the reported difficulty to advance, difficulty to remove, material deformation, breaks and separation appear to be related to operational circumstances of the procedure. Based on the reported information and returned device analysis, it is likely that during advancement of the stent delivery system (sds) over the guide wire, the guide wire became damaged resulting in the reported difficulty to advance and remove. Manipulation of the guide wire against resistance likely resulted in the reported/noted coil break and coil damages during retraction. It is likely that the separated adhesive (glue) transition remained in the delivery device used as it was not returned, and it was confirmed that it was not left in the anatomy. The noted bend on the tip is consistent with the tip shape process prior to use. The noted teflon coating damage likely occurred during retraction through the torque device used in the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. B5- additional information added. D10/h3 - return status updated to yes. H6- 4114 removed.

Event description:
It was reported that the procedure was to treat a heavily calcified de novo right coronary artery (rca). A 014 ht turntrac guide wire was advanced and the lesion was pre-dilated with a non-abbott balloon. Balloon was removed and a non-abbott stent was attempted to advance, but resistance was reported with the guide wire. The entire system was removed including the guide wire due to resistance with the stent delivery system. It was noted that the coils of the guide wire had detached, but still remained on the guide wire. And wrinkling of the coils would not allow the advancement of the non-abbott stent. Another unspecified guide wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay. Device analysis revealed a separation at the proximal adhesive transition. Site did confirm separation occurred during the procedure and the separated portion does not remain in the patient's anatomy. The separated portion was wrinkled on the same body of the guide wire; therefore, removed altogether. No additional information was provided.

Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use. The investigation determined the reported/noted difficulties appear to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.d10/h3 - return status updated to no.